Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The displacement, basic occlusion, occlusion, prime, and excessive no delivery tests could not be performed due to the blank display. The pump also had minor scratches on the display window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump got wet and fluid entered the screen. The patient's blood glucose at the time of incident was 24.0 mmol/l, which the customer planned to treat with manual insulin injections. The fluid it was exposed to was pool water; the customer was doing aquatic exercises. There were no other cracks in the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.